Event description:
It was reported that a packaging issue occurred. The stenosed target lesion was located in the peripheral artery. A 6.0 x 200mm, 150cm ranger balloon catheter was selected for use. Prior to the procedure, it was noted that the outer box and inner package did not correspond with each other. The outer shipping container was intact with no evidence of prior opening or damage. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Upon visual examination, no damage or issues were identified with the device itself. Additionally, the packaging showed no signs of damage. However, during inspection, it was noted that the information printed on the inner pouch labeling did not match the information printed on the outer box carton labeling.

Event description:
It was reported that a packaging issue occurred. The stenosed target lesion was located in the peripheral artery. A 6.0 x 200mm, 150cm ranger balloon catheter was selected for use. Prior to the procedure, it was noted that the outer box and inner package did not correspond with each other. The outer shipping container was intact with no evidence of prior opening or damage. There were no patient complications as a result of this event.